Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient stated his pump was alarming, so he had turned it off. The screen had read "no disposable pump won't run." There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Codes: updated. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the device is returned the manufacturer will re-open the complaint for further device analysis.